Event description:
During a schaphoid surgery while drilling manually with a standard acutrak drill, surgeon encountered dense bone. The drill broke in three places. One of the fragments was left in the pt. Surgery was completed successfully.